Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the hand piece was tested on a generator and gave an error code 3. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator was found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.

Event description:
It was reported that during a whipple, the handpiece gave an error 3 handpiece error during testing. The sales rep tried a second instrument, torqued the instrument securely, tested the device setup and received another error 3 handpiece error. The handpiece was tested with the test tip and received an error 3 handpiece error. The sales rep had another handpiece and the doctor completed the case with the handpiece and instruments with no pt consequence. One device to be returned for analysis by the sales rep. Pt info was requested with little info available.